Event description:
Tech found that fluid from a pt got into the intellidrive box and shorted the board, the intellidrive batteries were discharged from the shorted board. Tech replaced the board and intellidrive batteries to repair this bed.